Event description:
It was reported to boston scientific corporation that a resolution clip device was used for hemostasis during a colonoscopy performed on (B)(6) 2013. According to the complainant, after applying the clip, the clip would not release from the tissue. Reportedly the clip wiggled and then pulled from the tissue. The entire device and clip were removed from the patient and service. The procedure was then completed with another resolution clip device with a slight delay to the case. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine.

Manufacturer narrative:
Patient age/date of birth is unknown; however, the patient was reported as being over 18 years old. (B)(4) for the reported issue of clip won't release. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used for hemostasis during a colonoscopy performed on (B)(6) 2013. According to the complainant, after applying the clip, the clip would not release from the tissue. Reportedly the clip wiggled and then pulled from the tissue. The entire device and clip were removed from the patient and service. The procedure was then completed with another resolution clip device with a slight delay to the case. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine.

Manufacturer narrative:
Visual examination noted that the clip assembly was fully deployed and not returned. The control wire was separated per design. There was a kink in the control wire and the over sheath assembly was not returned. Functional analysis could not be performed as the clip assembly was fully deployed and not returned with the device. Investigation found the clip assembly fully deployed and not returned; and the control wire kinked. Based on the condition of the returned device, the reported failure could not be confirmed. However, due to anatomical/procedural factors encountered during the procedure, performance may have been limited. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.